Event description:
The pump was returned for investigation. Investigation revealed the contrast button had intermittent response. There was contamination under the contacts of all the keypad buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast button had intermittent response. The remainder of the keypad buttons responded normally. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
Alert date is (B)(6) 2012.